Event description:
The coil section of the medtronic mis quicksilver 10 guidewire detached within the middle meningeal artery (mma) during guidewire manipulation in tortuous anatomy, just prior to a procedure to embolize an arteriovenous malformation (avm) using histocryl glue. The detached fragment of the guidewire became part of the glue cast for the avm. The physician reported that the guide wire fragment poses no clinical significance for the pt. No subsequent clinical sequelae was reported.